Event description:
On (B)(6) 2013, the patient reported that she thinks her infusion device delivers too much insulin when she uses regular (B)(6) "flashlight batteries". She stated that the batteries provide too much power during the first 72 hours of use which causes the infusion device to deliver more insulin than it should. She stated that this caused her blood glucose to go into the 40's mg/dl. She has been able to bring her blood glucose level back up by eating a granola bar and drinking milk. Her normal blood glucose range is 60-225 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient no longer has that infusion device. Therefore, no product was requested to be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. It was unknown if the patient used any concomitant medical products. No product was available to be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the s/n is not available, the complaint could not be reproduced.